Manufacturer narrative:
Date of event: exact date not provided; however, best estimate is (B)(6) 2017, following lens implants. If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, almost immediately after each eye implantation, the patient reported her distance vision was excellent, but she was very bothered by halos and glare. Also, the patient expressed that she could not read up close without glasses. The patient was prescribed over-the-counter and prescription glasses, but none have helped. The patient was also prescribed alphagan eye drops to combat the glare, but she did not fill the prescription. There are no other planned treatments at the moment. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review, it was noted that the following patient codes were inadvertently not included in the initial or supplemental MDR reports; therefore, they have been captured in the report. The following sections were updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.